Event description:
On (B)(6) 2025, a patient underwent for stent placement procedure via right common femoral puncture using lifestent xl vascular stent. During the procedure, the third part of the stent was allegedly already deployed and a fluoroscopic image was observed. It was further reported that stent deformity was observed. Again, an attempt was made to pass the balloon to perform post dilatation of the stent, presenting difficulty in crossing the stent, the injection of contrast medium was performed, observing flow, the last fluoroscopic image was performed, preserving the stent deformity. Reportedly, the stent is still in the patient and cannot be recovered because it is fully implantable. There was flow and there are no problems for the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, images and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray images demonstrate the placed stent, and an hour glass like deformation is visible which confirms stent twisting. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) closely describes holding and handling of the system during deployment; in particular the IFU state: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the IFU state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...).' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 , a patient underwent for stent placement procedure via right common femoral puncture using lifestent xl vascular stent. During the procedure, the third part of the stent was allegedly already deployed and a fluoroscopic image was observed. It was further reported that stent deformity was observed. Again, an attempt was made to pass the balloon to perform post dilatation of the stent, presenting difficulty in crossing the stent, the injection of contrast medium was performed, observing flow, the last fluoroscopic image was performed, preserving the stent deformity. Reportedly, the stent is still in the patient and cannot be recovered because it is fully implantable. There was flow and there are no problems for the patient. There was no reported patient injury.